Event description:
The customer reported to philips healthcare that the ac power module was "damaged" in that wires were exposed, and the device would not power up. There was no patient involvement.

Manufacturer narrative:
(B)(4).